Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins). The reason for call was rep was calling about restore battery longevity; during call, rep shared when they interrogated the pt today, the clinician app said the ins had been overdischarged 2 previous times; dates unknown. Technical services rev iewed longevity information with rep. Pt's healthcare provider info was provided. Additional information was received from the manufacturer representative. Rep reported they had no further information on the patient, and noted the patient is waiting for eos/end of service.